Event description:
During a routine right heart catheterization, a merit mini-access kit was used to obtain right internal jugular venous access. The attending physician first used the needle from the kit to obtain access using ultrasound guidance; when the wire from the kit was inserted into the vein through the needle, the wire tip began to unspool due to shearing forces. The physician was able to remove the wire from the vein, but the tip then became lodged in subcutaneous tissue and would not have been able to be pulled any further without causing injury to the pt; the assistance of an interventional cardiology fellow and two attending interventional cardiologists was solicited, and a vascular surgeon was also consulted. The pt required an unexpected hosp admission for observation. Reason for use: heart cath. Event abated after use stopped or dose reduced: yes.